Event description:
The reporter stated that the rotating adapter of the syringe is loose and does not hold. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The subassembly in question is a387 and is manufactured by smiths medical. This assembly is incorporated into the finished product (B) (4) by smiths medical (B) (4). The finished product is further assembled, packaged and sterilized by smiths medical (B) (4). Two samples were received with the rotators separated from the syringes on both units. There was no solvent present on the male taper of the syringe due to a bonding issue. As a correction, mfg personnel were retrained on proper bonding and assembly procedures in september 2008. The lot in question was manufactured before this correction had been completed. Smiths was able to confirm the issue and determine the cause. Corrections have been completed and the issue is being monitored. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.